Event description:
It was reported that the patient "heard the alert." The lead trend indicated that there was high impedance with the right ventricular (rv) lead. The physician turned off the superior vena cava (svc) coil and "that solved all the issues." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334vrg, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).